Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months later inferior stemi successfully treated with mid to distal dominant lcx. Cardiac catheterization with des placed in circumflex artery was done. Approximately one-month later patient was admitted with unstable angina and planned for coronary cath. Approximately two months later, patient admitting symptoms/indication was dvt/pe due to paradoxical embolus (pfo). Heart & vascular (cv/pv) procedural sedation assessment was performed. Approximately eight months later, it was reported that patient had a paradoxical embolus due to an lle dvt and pfo. Approximately six days later, successful ivc filter removal without complications was achieved using sheath, snare and bentson wire. Therefore, the investigation is inconclusive for the alleged filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device was removed percutaneously. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.